Event description:
It was reported that the pt felt no stimulation after being mugged and kicked in the back. In addition, while recharging the pt got 8 coupling bars which immediately dropped to two bars. It was reported that repositioning the antenna did not work. It was later reported that the pt experienced a loss of therapeutic effect in the left leg following a fall. The pt stated that stimulation had not been working since the implant on (B)(6) 2010 and then an x-ray (time frame not known) indicated "wires came loose in back". Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).